Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 sys x-ray switch was sticking outside a case. No pt injury was reported.